Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. The data logs were returned and confirmed numerous purge related alarms from the day of the occurrence including a purge system open alarm. The console was returned for evaluation. Upon evaluation, the purge system open alarm was reproduced in the lab when a known good pump and purge system was run with the console. The alarm was persistent even after attempts to adjust the restrictor aperture. It was confirmed that the purge reading off of the console was significantly lower than that of a connected pressure meter at the purge pressure sensor. The purge pressure sensor was confirmed to be defective when a known good purge pressure sensor was swapped into the console and pressure meter reading matched console purge pressure readings. The root cause for the false purge pressure alarms was a defective purge pressure sensor. Corrections to the initial MFR report: d9-device returned to MFR box checked.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant had a cp support ongoing when there were purge alarms on the automated impella controller (aic). The aic was replaced and there was no harm or injury noted.